Manufacturer narrative:
The t:flex cartridge user guide cautions that insulin should be at room temperature before filling a cartridge. The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer experienced multiple, intermittent inaccurate fill estimates after loading multiple cartridges with insulin. Reportedly, the cartridges were filled with 420 units of insulin, and the following day, the insulin gauge decreased to 25 units. Additionally, on (B)(6) 2017, the customer reported filling the cartridge with 330 units, and after delivering an unspecified amount, the insulin gauge decreased to 85 units, and the decreased to 51 units. Subsequently, the cartridges were being filled with cold insulin. The customer's blood glucose level was 280 mg/dl, and was addressed by delivering a bolus or administering a manual injection. Reportedly, the customer had manual injections available as alternate insulin therapy.